Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 85% stenosed lesion being treated was located in the non-calcified, non-tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm maverick balloon. The physician deployed a 2.75 x 28mm taxus express2 drug eluting stent, inflated to 10atm for 30 seconds. The stent was fully deployed and well apposed. When the physician attempted to remove the fully deflated balloon from the stent, resistance was felt and the guide catheter dove down. The stent delivery system was removed by pulling hard. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.